Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient was admitted to the hospital with a question of spinal cord infarct. Patient presented complaining of nausea, vomiting, gastrointestinal (gi) bleed, and neck pain. Patient became paraplegic and developed respiratory failure, which required tracheostomy. He was not able to be weaned off the ventilator. The patient expressed his wishes and patient's family decided to withdraw life support. Support was withdrawn and the patient expired. The pump was explanted and returned to manufacturer. Site does not believe the complications were device related. Stroke, gastrointestinal bleeding, respiratory dysfunction, and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported from the united states that a patient was admitted to the hospital on (B)(6) 2014. At that time, it was believed he had a spinal cord infarct. He presented to the hospital complaining of nausea, vomiting, gastrointestinal (gi) bleed, and neck pain. The patient became paraplegic on (B)(6) 2014. During his hospital stay he developed respiratory failure, which required tracheostomy. Clinical staff were not able to wean him off of the ventilator. Patient expressed his wishes and the patient's family decided to withdraw life support. Support was withdrawn on (B)(6) 2014 and patient expired. Site does not believe the complications were device related. Date of autopsy is unknown but device (pump) was explanted and returned to manufacturer.